Event description:
It was reported that the device gave an error message of hv circuit damage. Low impedance was observed. The physician chose to leave the system implanted and out of service. A new system was implanted on the right side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.